Event description:
It was reported to boston scientific corporation that a cre wireguided balloon dilatator was used during an esophageal dilatation procedure performed on (B)(6) 2010 on an adult patient. According to the complainant, during the procedure, when the balloon was inflated at 5 atm, it ruptured. No pieces of the balloon were detached. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the balloon was torn longitudinally. The catheter was inspected for cosmetic defects as none were found. The reported defect was confirmed. This failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources). The root cause of this complaint will be classified as operational context.